Manufacturer narrative:
Analysis found that the handpiece was not operational to conduct pre-repair heat test, therefore the customer's complaint regarding overheating could not be confirmed. The device seized, drill motor stalled and collet was corroded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that the housing and motor were corroded. The motor cable assembly was damaged. The parts have been replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated during the procedure. There was no delay in the procedure. There was no patient impact.